Event description:
It was reported by the customer that the catheter broke off while inside the patient vein. The patient was sent to the hospital for evaluation. The catheter was able to be removed without surgery. No information was received regarding any serious injury as a result of this product issue.